Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report that discordant sodium (na) results were obtained on a patient sample on a dimension exl with lm instrument. The customer indicated they randomly obtain low results on patient samples, which recover higher on repeat. Siemens is evaluating the event.

Event description:
The customer indicated that discordant sodium results were obtained on a patient sample on a dimension exl with lm instrument. The customer indicated they randomly obtain low results on patient samples, which recover higher on repeat. The customer delineated that no erroneous results were reported to the physician(s). The correct result for this sample is unknown. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR (B)(4) on 09-feb-2024. Additional information (20-feb-2024): the customer clarified that the lower result was erroneous and the higher result was correct. The higher result was consistent with the patient¿s condition and previous results. Quality controls (qcs) recovered within ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the integrated multisensor technology (imt) pump assembly and sampler assembly. No other discordant results were obtained after the service activities were complete. The medical device problem code, component code, type of investigation code, investigation findings code and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument due to reflex function established at the customer¿s site, which repeats samples for na if the initial na value recovers between 60 to 160 mmol/l. The repeat result was higher than the erroneous result and consistent with the patient¿s condition and historical results. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00062 on 09-feb-2024 and the first supplemental MDR on 14-mar-2024. Additional information (19-mar-2024): in addition to the service actions mentioned in the supplemental report, the siemens customer service engineer (cse) replaced the photometric sampler assembly, integrated multisensor technology (imt) rotary valve and the sampler conduit cable. Quality control (qc) and a precision study were performed post-service and both recovered acceptably. Siemens further evaluated the event and assessed reagents, instruments, and sample data. As qc consistently recovered acceptably, siemens ruled out a reagent issue. Siemens determined that instrument related issues potentially contributed to the falsely depressed sodium (na) result. The component code and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of the device is required.